Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. The issue occurred intraoperatively during the register task and delayed the surgery by 15 minutes. It was reported that after the site got the system set up for the case, they registered then attempted to merge in a CT scan. The medtronic representative (mrep) merged the mr to the CT and tried to auto-merge, but it did not work, the mrep also tried manual merge. The mrep reported that the CT was not to protocol. The site discarded the changed and reloaded just the mr, but then the surgeon stated they were inaccurate on the nose and skull-bass about 5mm. No direction was provided. The site reseated the registration frame, but abandoned the use of the navigation device. The surgery was completed and there was no impact on patient outcome.